Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, respiratory tract irritation, nausea and vomiting. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging nose irritation, respiratory tract irritation and nausea/vomiting. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed the following from an external and internal inspection: sd card cover missing, the air outlet port had dust-like contamination in it, air inlet had tan dust-like contamination in it, pca had dust-like contamination all over the top of it, dust-like contamination on the top of blower box lid and surrounding area, dust-like contamination in the bottom enclosure, air inlet seal had yellowed and dust-like contamination on it. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found nine error codes. The manufacturer concludes there was evidence of sound abatement foam degradation/breakdown was not observed in this device, likely from a source external to the device and unable to directly address the symptoms or complaints. Device problem code grid, evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.